Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the jaws of the gasper "came apart" during the case. The scrub tech reported it is believed all pieces were recovered. Hospital requestes confirmation that all pieces are present with the returned device. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.48358. D5,6; h4: info not available. H6; broken staple. Based upon the inquiry info rec'd and the visual examination, it was concluded that the instrument was returned with a bent shaft and with one broken staple. There were stress marks noted on the staple hole area, end effectors, and pushrod. No functional testing could be performed due to the condition of the instrument returned. No conclusion could be reached as to how the instrument had become damaged.